Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field UDI number: (B)(4). Medwatch field phone number was provided as (B)(6). Medwatch field occupation: the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago neoptimal method, resulting in a value of 3.9 inr. Within three hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 2.6 inr.